Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional requested review of a ventricular episode stored by this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed per request. Ts advised the patient was in self-conducted ventricular tachycardia (vt). Anti-tachycardia pacing was delivered but was not effective. The ICD delivered a shock, this shock was not effective and vt continued. A second shock was delivered. This shock accelerated the vt rhythm into ventricular fibrillation (vf). A third shock was delivered which created atrial fibrillation (af) and did not terminate the vf. The next shock terminated the vf. However, af remained with rapid ventricular response in the vt zone. The fifth and sixth shocks were inappropriate due to the now atrial driven rhythm. In addition, these shocks did nothing to the rhythm. The final shock, also inappropriate terminated the af and returned the patient to normal sinus rhythm with one to one conduction. Ts provided programming suggestions. This ICD remains in service. No additional adverse patient effects were reported.